Event description:
The reporter states, that the customer felt hyperglycemic and attempted to test, but the accu-chek advantage meter would not power on. The customer was transported to the hospital. The customer was tested and his blood glucose measured 365mg/dl on the hospital meter. The customer was treated with insulin. New system sent and return requested.